Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture at max output was observed on the right ventricular (rv) lead. Micro perforation was also noted via echocardiogram. The lead was repositioned successfully. The patient was stable before, during and after the procedure.